Event description:
A pt reported experiencing inaccurate low results with otu meter. The pt's blood glucose results were 115mg/dl vs. 148 lab, 111mg/dl vs. 145 lab and 154 mg/dl vs. 201 lab. Tests were done within 10 munutes with a difference of 22% for the first test and 23% for the second and third. Pt did not experience any adverse events. No further info has been reported.